Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment/slda appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 3. The posterior mitral leaflet was tethered and thin. The clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. After clip deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip. A total of three clips were implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay during the procedure. The physician feels the slda occurred due to the thinness of the posterior leaflet. No additional information was provided.